Event description:
Follow up revealed that the patient's lead was replaced on (B)(6) 2018. Issue has been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced ineffective therapy, as well as overstimulation, following a car accident. Diagnostics confirmed that the lead has high impedances. Surgical intervention may be pending to address this issue.